Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the cartridge pigtail after filling it with insulin. Customer used another cartridge and filling process was completed. Insulin delivery was successfully resumed. Customer's blood glucose was 124 mg/dl.